Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the articulation lever was disengaged from the instrument. Visual inspection of internal components revealed sheared teeth on the firing rack. Pmv performed functional testing which noted that the instrument was successfully loaded with an single use loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the articulation lever had disengaged from the rotation collar. Engineering evaluation noted that the articulation cover exhibited evidence of a proper weld. Engineering evaluation of the weld on the articulation lever suggests that unit may have been misused during application. Functionally, the instrument was loaded with a single use loading unit. During testing of the instruments a skip was noted in the units firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right side vats procedure, the stapler wasn't able to fire before cutting on right inferior lobe. The device was inserted through trocar and in the step of articulation, the knob was broken but no part fell inside the patient's cavity. The device was changed to complete the case. There was no injury stated on this event.